Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had (B)(6). Also, the patient was reported to have hypertension, chronic obstructive pulmonary disease, bradycardia and vegetation on the leads was noted. There were no additional adverse patient effects reported. All available information indicate that the product was explanted.